Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 1/4 of their automated peritoneal dialysis therapy. The home pt reported that the transfer set was connected to the homechoice set at the time of the alarm. The home pt reported that pt had disconnected during dwell 1/4 to use the bathroom and did not stop on the homechoice machine. The pt returned and reconnected the transfer set to the homechoice set and then received the system error alarm, per home pt. Baxter's technical service center assisted the home pt in ending therapy. The home pt reported that they completed therapy by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the home pt.